Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: the serial number label is peeling. No physical damage was noted to the keypad; all keypad buttons are intermittent/difficult to push. The pump did not "lock" itself during testing. Keypad buttons are difficult to push. The keypad was removed for evaluation and contamination around all button contacts was observed. There are no alarms related to the complaint in the alarm history. Review of the black box shows typical usage alarms and warnings. The pump was exercised for 24 hrs with no difficulties noted; the pump did not lock on its own. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.